Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient requested assistance from technical support regarding bypassing. The patient had been discharged from the hospital the morning of the call. The patient had been hospitalized for a blood clot. Upon follow up with the patient's nurse it was confirmed that the patient was hospitalized for left arm numbness with a diagnosis of pulmonary embolism from (B)(6) 2017. The treatment rendered at the hospital was heparin and warfarin. The patient continued peritoneal dialysis therapy with no issues and was sent home on warfarin.

Event description:
A peritoneal dialysis patient requested assistance from technical support regarding bypassing. The patient had been discharged from the hospital the morning of the call. The patient had been hospitalized for a blood clot. Upon follow up with the patient's nurse it was confirmed that the patient was hospitalized for left arm numbness with a diagnosis of pulmonary embolism from (B)(6) 2017. The treatment rendered at the hospital was heparin and warfarin. The patient continued peritoneal dialysis therapy with no issues and was sent home on warfarin.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: the file has been assessed for the necessity of the performance of a clinical investigation. There is no documentation or indication that any fresenius device(s) caused or contributed to the patient being hospitalized for treatment of a pulmonary embolus (B)(6) 2017. Additionally, there is no allegation of machine malfunction or that the machine did not function as expected. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) and/or product(s), please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis patient requested assistance from technical support regarding bypassing. The patient had been discharged from the hospital the morning of the call. The patient had been hospitalized for a blood clot. Upon follow up with the patient's nurse it was confirmed that the patient was hospitalized for left arm numbness with a diagnosis of pulmonary embolism from (B)(6) 2017 - (B)(6) 2017. The treatment rendered at the hospital was heparin and warfarin. The patient continued peritoneal dialysis therapy with no issues and was sent home on warfarin.

Manufacturer narrative:
Corrective data: updated to reflect date of hospitalization.

Event description:
A peritoneal dialysis patient requested assistance from technical support regarding bypassing. The patient had been discharged from the hospital the morning of the call. The patient had been hospitalized for a blood clot. Upon follow up with the patient's nurse it was confirmed that the patient was hospitalized for left arm numbness with a diagnosis of pulmonary embolism from (B)(6) 2017. The treatment rendered at the hospital was heparin and warfarin. The patient continued peritoneal dialysis therapy with no issues and was sent home on warfarin.

Manufacturer narrative:
Corrective data: edit to clinical evaluation; no new information: the file has been assessed for the necessity of the performance of a clinical investigation. There is no documentation or indication that any fresenius device(s) caused or contributed to the patient being hospitalized for treatment of a pulmonary embolus (B)(6) 2017. Additionally, there is no allegation of machine malfunction or that the machine did not function as expected. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) and/or product(s), the need for a clinical investigation will be re-evaluated accordingly.